Event description:
During evaluation of the device by zoll's technical service department, the device displayed "check pads", "poor pad contact" messages, and a dashed baseline. Complainant indicated that there was no pt involvement in the reported malfunction.